Manufacturer narrative:
It was reported that the mics handle fell off. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate (B)(4) devices were manufactured under prodex lot k0cxq and accepted into final stock on 30-may-2019. No non-conformance was noted. Complaint history review: a review of complaints related to parts in lot number k0cxq, p/n 209063 shows no other complaint related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mics handle fell off. Case type: tka. Surgical delay: 2 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handle fell off. Case type: tka. Surgical delay: 2 minutes.